Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported " left side possible rupture." Device remains implanted.

Event description:
Healthcare professional reported "left side possible rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: weight to the spec. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."